Event description:
Resident was found to have their head/neck between the siderail, and their knees were on the floor. Resident was moved to check pulse and respirations. Respirations and pulse were noted to be absent. The bed was on at the time of incident.